Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. The surgeon stated that patient didn`t want exchange for a non-toric icl. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -13/+4.0/154 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, it was noticed that the lens rotated. On (B)(6) 2017, the surgeon redialed the left eye. The patient was happy for a week, then the lens rotated again on (B)(6) 2017. As of (B)(6) 2017, the vault is 410 microns, bcva is 20/80 and ucva is less than 20/200.

Manufacturer narrative:
The lens was exchanged on (B)(6) 2017 and the problem was resolved. (B)(4)

Manufacturer narrative:
The lens was exchanged on (B)(6) 2017. (B)(4).